Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump had a corroded motor assembly noted during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump. Customer stated they went into the pool while connected to the insulin pump. The customer stated they let the insulin pump dry without batteries for a few hours, but a blank display occurred after. Customer's blood glucose was 400 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.